Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels. However, the exact values were not provided. The customer would bolus via the pump to stabilize bg levels. The customer believes that novolog insulin was taking longer to lower bg's after eating and taking meal boluses. The customer stated approximately 2-3 weeks ago switching to humalog insulin and has not experienced high bg's. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.